Event description:
I have been using the clear care contact lens cleaning and disinfecting sys by ciba vision for about 2 years, and I just now tried (B)(6)'s "equate cleaning and disinfecting lens care sys" a generic version of ciba vision's sys, lot #10709 and upc #(B)(4). Despite not yet having finished the first bottle of their (B)(4) solution, with still having enough solution left for about 6 more fillings of the first of the two enclosed "barrel cases" with platinum catalyst used to house the lenses for cleaning, my eyes were burned yesterday when I removed my lenses from the case and put in my contacts. This burn was severe enough to have to rinse my eyes and lenses with saline for several minutes before they would be tolerable. I have never had this happen with ciba vision's product. Per the enclosed instructions, I did allow the sys to sit for more than 6 hours as it is recommended for all the hydrogen peroxide to be neutralized by the catalyst. So the only explanation for why my eyes were burnt was that equate's platinum catalyst was either insufficient or it wore off too soon. I thus began using the second enclosed barrel case, and for about 10 days it worked fine. However, this morning the lenses burned my eyes when I put them in, despite having let them stand greater than 7 hours in the solution. Thus, the catalyst in this second case didn't last even for 1/5th its expected design, as my second bottle of hydrogen peroxide cleaning solution has hardly been used. This is a serious issue and could result in a much more severe eye burn. I tried this generic product from (B)(6) as it is advertised as comparable to ciba vision's product, but my experience is that it is dangerous and far inferior, I have been happy with other equate brand products I've used, but this is a serious issue needing investigation. Sincerely, dr (B)(6). Item description: equate brand cleaning and disinfecting lens care sys. Dose or amount: filled case to indicated line, frequency: daily, route: ophthalmic. Dates of use: 40 days, (B)(6) 2012 - (B)(6) 2012. Reason for use: contact lens disinfecting/cleaning. Event abated after use: yes. Event reappeared after reintroduction: yes. Note: online I just read reviews by several product users who had similar reactions as mine. Five other users reported similar issues on (B)(6)'s website for product ratings. (B)(6).